Event description:
Pt's home health nurse reported that during the pt's privigen infusion on (B)(6) 2026, the pt's pump failed and gave "error code 20" and confirmed this happened before their infusion. Pt's nurse reported that they called the pump manufacturer and they were advised the lithium battery needs to be replaced and they attempted to troubleshoot. Troubleshooting was not successful and pt's nurse infused the pt's medication via gravity dial-a-flo so pt did not miss their dose. Pt's nurse did not report the pt experiencing any adverse events or missed doses due to the device issue. Pump serial number was not provided. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 50 gm of privigen, made of 1-10 gm vial and 1-40 gm vial. No additional details, dates, or information provided. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.